Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an umbilical hernia. It was reported that after the implant, the patient experienced adhesions and pain. Post-operative patient treatment included revision surgery, lysis of adhesions, hysterectomy, and release omentum/bowel off hernia repair site.